Manufacturer narrative:
The device was not returned for analysis; therefore the complaint could not be confirmed, and the event cause could not be determined. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience.

Event description:
Medtronic (covidien) received report that a pipeline device did not open, then fell into the aneurysm. The patient was being treated for a large fusiform aneurysm in the left ophthalmic internal carotid artery (ica). The patient's vessel was severely tortuous. At deployment, the pipeline did not open on the proximal end. An attempt was made to manipulate the microcatheter by locking down the delivery wire and moving both as a system to facilitate expansion of the ped, however this attempt caused the distal end fell into the aneurysm. It was reported that the vessel tortuosity continued to back the pipeline out toward the aneurysm neck causing the device to fall into the aneurysm. A retriever device was used to pull the pipeline out of the patient. The pipeline is not available for return. There was no report of patient injury. The procedure was rescheduled for the next morning. The case was completed successfully; the patient received two pipeline devices.